Event description:
Transducer read greater than 800mmhg line pressure while on cardio-pulmonary bypass. This shut pump off and patient was without support for approximately 1 minute while perfusionist trouble shot. Transducer changed and pressure found to be fine.

Manufacturer narrative:
Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.